Event description:
The customer stated the insulin pump was having a problem priming. The customer stated she connected to the insulin pump and also gave a manual injection. The paramedics were then called due to low blood glucose levels from over-delivery of insulin.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.